Event description:
Additional information stated that the catheter was replaced and the patient was doing much better with the therapy. The patient was receiving the appropriate relief according to the managing physician. To clarify, the drug in the pump was compounded baclofen.

Manufacturer narrative:
(B)(4). Final analysis of the catheter found the catheter was broken and also had holes caused by the catheter connector pin poking through. The distal end of segment 2 was seen to be somewhat jagged, indicating it was the result of a break. Also of note, there was no circular shape of the lumen, which indicates the catheter was compressed in this area. During pressure testing, leaks were seen at the pin connector of segment 2. The technician inspected the segment under the scope and noticed holes. The distal strain relief sleeve was damaged by the technician to get to the holes. The holes were seen over the bar of the pin connector of segment 2. The holes likely due to material degradation and long implant time. Some foreign materials were deposited on the surface of segment 2.

Manufacturer narrative:
Product ID 8703w, lot# l54369, serial#, implanted: 1998 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced increased spasticity. It was noted it was 'difficult to evaluate since the patient's underlying medical issue were tough to differentiate.' The patient manager did a side port aspiration without success. It was reported the catheter was occluded. The pump had been weaned and the patient was scheduled for a catheter replacement on (B)(6) 2012. It was noted the pump was also to be replaced since it was over 5 years old. No patient injury was reported. The device system was used to deliver baclofen. A follow-up report will be sent if additional information becomes available.